Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 600 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with insulin drip at the hospital. The customer did not mention any symptom related to high blood glucose level. The customer stated that they had disconnected the insulin pump but was not sure when she took it off. The customer did not allege the insulin pump for under delivery. The customer stated that the insulin pump was not on auto mode at the time of the incident. They also reported that the insulin pump had an insulin flow block alarm which was resolved by complete set change. The insulin pump will not be returned for analysis.